Manufacturer narrative:
A review of the internal documentation is in progress which has not yet resulted in a root cause for the event. An amended medical device report will be filed as soon as the investigation is terminated.

Event description:
The pt underwent a total knee replacement guided by the device. The femoral implant was implanted with a recurvatum and so there was a notch on the anterior cortical. The initial planning didn't propose recurvatum, it proposed a flexion of 1.5 degrees. There was no pt injury/harm, no blood loss, no surgical delay reported. No intervention or additional surgery are planned.